Event description:
Unomedical reference number (B)(4) event occurred in the united states on 28-may-2024, it was reported by the patient that infusions set fell off within 1 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.